Manufacturer narrative:
Device discarded. Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the breakage of the insert post was noticed when the revision surgery was performed on (B)(6) 2015. Additional information the patient underwent both knee replacement on 2011. This post fracture occurred for left knee and replaced to 21mm insert. The patient complained the pain in (B)(6) 2013, but at that time, she cannot undergo revision surgery because of her family's reason. Ligaments of both knees, elbow, ankle etc. Were loose. She rides the bicycle, but she is moderately active. The patient is (B)(6) years old female and had oa.

Event description:
It was reported that the breakage of the insert post was noticed when the revision surgery was performed on (B)(6) 2015. Additional information: the patient underwent both knee replacement on 2011. This post fracture occurred for left knee and replaced to 21mm insert. The patient complained the pain in (B)(6) 2013, but at that time, she cannot undergo revision surgery because of her family's reason. Ligaments of both knees, elbow, ankle etc. Were loose. She rides the bicycle, but she is moderately active. The patient is (B)(6) female and had oa.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.